Event description:
While wearing the external equipment, the patient reportedly experienced intermittencies and out of range impedances. The patient was seen at the center for device evaluation. Testing performed confirmed that the device was not functioning. The patient's device was explanted. The patient was re-implanted with another advanced bionics cochlear implant.